Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint has been reopened due to adding part and lot numbers. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating.(B)(4) 2013 - it was reported that the patient was revised on (B)(4) 2013 to address pain. Part and lot numbers were identified through an invoice search.

Manufacturer narrative:
(B)(4). Update 05/07/2013 - it was reported that the patient was revised on (B)(6) 2013 to address pain. Part and lot numbers were identified through an invoice search. There is no new information that would affect the existing MDR decision. Update 5/23/2013- pfs and medical records received. There is no new additional information that would affect the existing MDR decision. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions and pseudotumor. Doi: (B)(6) 2009 - dor: (B)(6) 2013 (left hip).